Event description:
It was reported the patient had ¿nothing but trouble with her device¿ since (B)(6), 2013. It was stated the patient had times when the ¿shocks¿ speed up and then slow down and it didn¿t matter what they were doing. It was noted the week of report was the second week that had been going on. Reportedly, the patient thought the ¿wire¿ had moved because they felt stimulation down in their vaginal area. It was stated the patient was in a lot of pain and the device was not helping with their symptoms. It was noted the patient had no falls or trauma and they had been set on the same program since they got the device. It was stated the program worked for a while and then the patient stopped feeling stimulation. A month prior to report, it was stated the patient¿s nurse switched them to a different program which was ok for about a month then they started feeling electrical ¿shocks¿ vaginally. It was noted the patient felt stimulation sometimes and sometimes they didn¿t but when they felt it, the stimulation hurt. It was also noted if the patient turned their stimulation down it still hurt. Reportedly, the patient had been going to their doctor 1-3 times a month and when the doctor increased stimulation it hurt in the vagina area.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v735309, implanted: (B)(6) 2011, product type: lead. Product ID: 3093-28, lot# v735309, implanted: (B)(6) 2011, product type: lead. (B)(4).